Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported that the device was sparking. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer verified the device provides airflow using a known good power supply and a known good p4 power connector. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. In box d: device available for eval and date returned to mfg has been updated. Box device eval. By mfg, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported that the device was sparking. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.